Event description:
Information was received from a patient via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for non-malignant pain. The reason for call was caller stated patient had a lead revision due to high impedances and loss of therapy. Patient stated that they shut off the ins in december because they were "getting stopped". Troubleshooting was not required. Additional information was received. It was reported that the patient had a lead revision and the ins was dead at that time but patient didn't have their equipment with them. In order to proceed with the revision, an extra set of equipment was used to charge the ins and therefore, the patient's equipment was no longer paired to their ins. When patient went home after the surgery, they noticed they could only use their controller when the recharger was attached. Today, the caller is attempting to re-pair the patient's controller back to their ins but the up arrow isn't working so they cannot enter tech mode. Caller stated when they connect the recharger, the up arrow works to adjust stim but if they are using the controller on it's own, they press the up arrow to wake up the screen and nothing happens. Technical services (tss) reviewed tech mode button sequence and caller tried entering tech mode several times while on the call but never was able to access it. The issue was not resolved through troubleshooting. Tss adding clarification that patient mentioned seeing a rep about 2 weeks ago for reprogramming after the revision and when they went home after that is when they noticed they could only make adjustments with recharger attached. Pt called to report they received their controller and had a questions about pairing their controller. Pt said they reached the 'numbers' screen and did not know what to choose. Agent reviewed information with pt; most people will leave the top option, only dictates how numbers will display. Additional information was received from a manufacturer representative (rep). The rep reported that the patient had high impedances after doing dead lifts at the gym.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID 977a260; serial# (B)(6); implanted: (B)(6) 2020; explanted: (B)(6) 2023. Product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97745 serial# (B)(6) product type programmer, patient product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2023 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the patient was unable to turn their intensity up. The controller displayed unable to provide desired intensity warning.